Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they experienced hyperglycemia and had diabetic ketoacidosis 3 days ago but was not hospitalized. Customer¿s blood glucose level was 700 mg/dl at the time of incident and the current blood glucose level was 352 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer was treated with manual injections for high blood glucose level. Customer stated that they turned off the insulin pump when it was not stop alarming because they were high. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.